Event description:
Right-side capsular contracture baker grade 4.

Manufacturer narrative:
Sientra complaint: (B)(4). Sientra will not be able to perform device analysis because the customer discarded the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.